Manufacturer narrative:
The tech found the side rail latch handle jammed. The tech pulled the side rail latch handle out and lubricated it and resembled it to resolve the issue.

Event description:
The tech alleged the side rail would not stay in the latched position. No pt impact.